Event description:
The customer reported that the system displayed a pre-charge error message and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger printed circuit board was replaced and the battery charger output and indicator adjustment was completed. The system was tested and found to be working as intended and put back into service.